Event description:
It was reported the pt (B)(6) is experiencing headaches and elevated blood pressure when the scs system is in use. This has reportedly been occurring for several years. Once the stimulation is off, the issues reportedly resolve.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.